Event description:
The customer reported to their baxter sales representative (bsr) to relay report for two interlink t-connector extension sets in which the set separated between the first luer and the extension tubing during patient use. The set was on the patient for 6-8 weeks. The condition occurred in the ed. There was no patient injury associated with this report. No additional information is available.

Event description:
It was reported that the thresholds in the atrium had risen. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.